Event description:
It was reported that patient presented to the emergency room with symptoms of lightheadedness. Upon device interrogation, intermittent capture and out of range, low voltage high capture threshold issue was observed on the rv lead. Lead impedance issue was stable. Lead was capped on (B)(6) 2017 and a new lead was implanted. Lead capture was checked again the following day and values were normal and in range. Patient was stable post procedure.